Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39-45 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address the issue and an ambulance was called. Customer went to the emergency room and was treated with intravenous fluids of saline. Customer was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.